Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump, which was still under warranty. The customer was informed to use a backup insulin delivery method, instructed on putting the pump into storage mode, and advised on returning the problematic pump using a pre-paid label. Additionally, the customer was guided to transfer pump settings and connect their cgm to the replacement pump, which was sent to them without requiring a delivery signature.